Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 06/06/2013, belt 10/04/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest in the hospital on (B)(6) 2020. Review of the download data indicates the patient received five inappropriate treatments in response to CPR/motion artifact. Per the continuous ECG recording, the patient was in an idioventricular rhythm at 70 bpm degrading to vt at 100 bpm transitioning to an idioventricular rhythm at 90 bpm from 00:53:59 to 00:57:15. The device properly detected vt, but the heart rate was below the threshold for treatment. Asystole was detected at 00:57:36. The continuous ECG recording shows vf with low amplitude in the asystole detection range, preventing the lifevest from entering the detection sequence. The patient received the five inappropriate treatments at 01:05:12, 01:06:52, 01:07,22, 01:08:03, and 01:08:57. The rhythm at the time of each treatment and the post-shock rhythm was asystole with CPR/motion artifact. Asystole was detected at 02:18:10. Per the continuous ECG recording, the patient was in an idioventricular rhythm at 30 bpm with CPR/motion artifact that degrades into low amplitude vf. The patient was in low amplitude vf with CPR/motion artifact at the time of the device shutdown at 02:18:55 on (B)(6) 2020. CPR/motion artifact and oversensing of low amplitude cardiac signal prevented the lifevest from entering the detection sequence from approximately 02:18:10 until the device shutdown at 02:18:55. The patient passed away in the hospital on (B)(6) 2020.